Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: precautions for use: "as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed."

Event description:
Healthcare professional reported patient was injected at another clinic with unspecified juvéderm® voluma¿. Some time after injection patient developed infection. A physician at the reporting clinic prescribed the patient hyalase and antibiotics. Patient has since been injected by the prescribing physician with emervel, which patient "wasn't particularly happy with" and by the reporting physician with juvéderm® ultra 4, which "vanished in 4 weeks or so."

Event description:
Additional information: patient was treated with clarithmycin and ciprofloxacin "in high dose with hyalase" by the injecting clinic. Patient "had concomitant dental work and botox® and the botox® was done without and cleaning in the same areas as the volume."